Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: at approx 2030: vasopressin air in line. Bp dropped to 76/49 (59), resulted in increased norepinephrine requirements by 0.02 mcg/kg/min. At 2255: vasopressin air in line. Bp dropped to 72/49 (58), resulted in increased norepinephrine requirements from 0.04 to 0.1. Removed tubing from pump and flicked through sensor. At 0115 norepinephrine air in line. Took 5 minutes to fix, used secondary infusion in the meantime. Syringe method ineffective as air does not travel into syringe despite proper technique. Removed air by removing from pump and flicking through sensor. End user forgot to unclip clamp from above the pump. No 'upstream occlusion' alarm. Tubing collapsed on itself, triggering air in line alarm. Removed tubing from pump and fully re-primed. This is interesting because 'upstream occlusion' would alarm every time writer would touch medication bag.